Event description:
It was reported that the patient was experiencing inadequate stimulation. Reprogramming was done but was unsuccessful. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible ipg and the patient was doing well post-operatively. The explanted device will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred one and a half week ago from date manufacturer was made aware.